Event description:
The physician reported to integra neuro specialist he did not receive icp results immediately after inserting the icp catheter. The neuro specialist recommended replacing the catheter. The replacement catheter worked as intended.